Manufacturer narrative:
Philips service replaced the pdu and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the mdc board and back panel failed due to a power-related issue on an azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.